Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to the customer's blood glucose level due to the reported issue. Reportedly, the customer will continue to use the pump and has back up manual injections for continued insulin therapy.